Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000158363. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a portion of the patient's lead eroded through the skin. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was partially removed to address the issue. Therapy was restored post procedure, and the wound is reported to be healing appropriately. Investigation was unable to determine which lead attributed to the issue.

Event description:
Additional information was received that the patient developed an infection at the lead site. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.